Event description:
Same case as MFR report#: 2134265-2008-02779, -02780. Surveillance study. It was reported that during a coronary artery stenting procedure, a vessel dissection occurred in the right coronary artery (rca). The 90% stenosed 2.46 x 52.8 mm target lesion located in the mid rca, was predilated with an unk device utilizing 6 atm's. Following predilation, a 3.0 x 20 mm taxus express2 drug eluting stent was implanted in the target lesion utilizing 15 atm's. After stent deployment, the physician realized that a vellel dissection occurred in the target lesion. For bailout, a 3.5 x 20 mm taxus express2 and an unk size liberte stent were implanted in the mid rca. None of the stents overlapped. Ivus was performed on the lesion revealing the stents were well apposed. One day post procedure, the pt was diagnosed with (abi) atherothrombotic brain infarction. Radicut was infused for 8 days and pletaal was prescribed with pt improvement reported. The pt was discharged 9 days post the index procedure. The abi event was reported by the investigator as "unrelated" to the device and the index procedure but was reported as "related" to the antiplatelet. At 27 days post the index procedure, elevated liver enzymes (ast/alt) were confirmed. Plavix was discontinued and the pt condition was listed as improved 55 days after the index procedure. The investigator reported the event as "unrelated" to the device and index procedure but listed "possibility" as the relation between the event and the plavix.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.